Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.

Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular channels. The noise could be reproduced with pocket manipulation. The device was explanted and replaced on (B)(6) 2013.